Event description:
It was reported that the 9800 sys would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector receptacle and the interconnect cable were replaced during the service call. The sys was tested and found to be working as intended, and put back into service.